Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had diabetic ketoacidosis within the past month. The customer had also experienced severe hypoglycemia. The customer was currently being rushed to the hospital after a 911 call. No further details were provided; the call was disconnected. Troubleshooting did not occur. The insulin pump was not returned for analysis.